Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the case was too tight on the pump and caused the cartridge to pop out. There was no impact to the customers blood glucose level. The customer re-loaded the cartridge and resumed insulin therapy.